Event description:
It was reported that the left ventricular lead exhibited high impedance and loss of capture. The lead was reprogrammed to a different vector and remained implanted. The patient was in stable and good condition during and after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.